Event description:
It was reported that the emboshield nav6 was prepped and when removed from the dispenser coil, there was an unknown substance on the tip of the delivery catheter. The system was not used. Another nav6 was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, which confirmed the presence of foreign material that appears to be the outer layer of the pod. A review of the lot history record was conducted and found no non-conforming reports that would appear to have caused or contributed to the reported event for this lot. A review of the complaint handling database was performed and identified no similar events for this lot. Although a product issue was identified, it does not appear to affect a larger population. Further assessment of this issue per site operating procedures is being performed. The performance of these devices will continue to be monitored.